Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the 16-5301-0 - micropore-surgical tape 1x10yds. The patient stated that the tape is still sticky after she showers, causing a rash, and some bleeding, it's irritating her skin, the patient does not want to try any alternative tape we offer, she wants to continue using the surgical tape on her prescription, called nurse to advise the patient wants to continue using tape and denied alternative tape we had, registered nurse ivy said it was fine. There was patient reaction reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).